Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation experienced the reported "pump latch error" as a door not fully latched alarm. The alarm was caused by a backed out mechanism screw, which made the door difficult to close. The mechanism screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had a pump latch error. It was also reported that there was no patient injury.